Event description:
Reporter stated she suffered permanent vision loss following implantation of crystalens in the right eye. Vision decline from 20/30 to 20/400. She alleged that doctors at the (B)(6) hospital told reporter that this device can not be explanted because that will lead to more damage to the eye. She also stated that if these devices can not be removed, then they should not be implanted in patients.